Event description:
The plaintiff's attorney alleged that the patient experienced sudden cardiac arrest and subsequently expired within 24 hours. It was reported that the event occurred due to the administration of the product during dialysis treatment.

Manufacturer narrative:
This is one event for the same patient involving two separate products.